Event description:
A report of pocket discomfort was received. The patient's pocket was moved from the upper buttocks to the abdomen. The patient is reportedly doing well.

Manufacturer narrative:
This is the final report.